Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported that there was an x-ray switch stuck error message. This error causes the system to shut down. There is no report of injury or death associated with this event.